Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical devie removal") in a 37 year-old female patient who had essure inserted (lot no. A46117) for female sterilisation. The patient had a medical history of smoker, tonsillectomy, adenomyosis, acne, back pain, headache, migraine, drug allergy (amoxicillin, penicillin, and erythromycin), asthma, allergy to nsaids and dysmenorrhea. Previously administered products included: depo provera. The patient had a family history of hypertension, heart disease, unspecified, colon cancer, sleep apnea and seizure. Concurrent conditions were listed as pelvic pain female and bleeding breakthrough. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1611 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2018: clinical information: increased constipation. Mid pelvic pain. Periumbilical pain findings: pelvis: status post hysterectomy. Left ovarian cyst measuring 26 x 21 mm. Impression: 1. No acute abnormality. 2. Cholelithiasis. 3. Status post hysterectomy line. [Hysterosalpingogram] on (B)(6) 2013: uterus normal in appearance. Bilateral essure devices in appropriate position. Fallopian tubes occluded. Impression: essure devices in appropriate position with bilateral fallopian tube occlusion. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. A46117) for permanent contraceptive tubal implant. The patient had a medical history of smoker, tonsillectomy, adenomyosis, acne, back pain, headache, migraine, drug allergy (amoxicillin, penicillin, and erythromycin), asthma, allergy to nsaids and dysmenorrhea. Previously administered products included: depo provera. The patient had a family history of hypertension, heart disease, unspecified, colon cancer, sleep apnea and seizure. Concurrent conditions were listed as pelvic pain female and bleeding breakthrough. On 14-may-2013, the patient had essure inserted. On 11-oct-2017, 1611 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on 02-feb-2018: clinical information: increased constipation. Mid pelvic pain. Periumbilical pain findings: pelvis: status post hysterectomy. Left ovarian cyst measuring 26 x 21 mm. Impression: 1. No acute abnormality 2. Cholelithiasis 3. Status post hysterectomy line [hysterosalpingogram] on 20-sep-2013: uterus normal in appearance. Bilateral essure devices in appropriate position. Fallopian tubes occluded. Impression: essure devices in appropriate position with bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.